Event description:
It was reported that during a coronary drug eluting stenting treatment procedure, stent damage occurred. The 95% stenosed de novo lesion was located in a severely tortuous distal left circumflex artery that contained a significant bend. The lesion was predilated with non bsc balloon. A 2.5x8mm taxus liberte' drug eluting stent was advanced to the lesion but could not cross. When the device was removed from the pt, stent damaged was noted. The procedure was completed with balloon angioplasty. No pt injuries or complications occurred. Pt status is satisfactory.

Manufacturer narrative:
(B)(6). The complainant indicated that the device will not be returned for eval; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant info from that review, a supplemental medwatch will be filed. (B)(4).